Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx 17 cm and 40.5 cm distal to the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve and a generator can should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.